Manufacturer narrative:
The insulin pump was returned for analysis and confirmed that the insulin pump was received with broken battery cap. Unit received with no button response due to flattened button dome switch. The keypad connector on is locked properly during visual inspection. Unable to verify low battery alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test, rewind test and excessive no delivery test due to no button response. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the buttons of the insulin pump are hard to press. Customer's blood glucose level was not reported at the time of the incident. Troubleshooting was declined. The insulin pump will not return for analysis.

Manufacturer narrative:
Updated aware date.